Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
No known adverse event. Customer reported no video image. Date of event is unknown. The time of event is unknown. There was no report of patient harm.

Manufacturer narrative:
During pentax internal review, the same event was filed under MDR (9610877-2022-51280) which was submitted. Therefore, MDR (9610877-2022-00291) filed on february 16, 2022 is considered a duplicate report.